Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of alarms while the patient was connected to the mobile power unit (mpu) (serial number (B)(6) was confirmed via log file analysis. The log file captured atypical power cable disconnect and low power hazard alarms on (B)(6) 2025. These alarms appeared to activate due to the relative state of charge (rsoc) voltages in both the black and white power cables fluctuating below the alarm threshold while connected to the mobile power unit (mpu). The power cable disconnect and low voltage hazard alarms fully resolved upon both power cables being connected to fully charged 14v batteries. An additional instance of an atypical power cable disconnect alarm activating was captured during a white power cable power source exchange and this alarm also resolved upon reconnecting the cable to a fully charged 14v battery. No other notable events were recorded. The pump operated as intended within the expected speed range throughout the data capture. Available information provided that the patient did not have environmental circumstances that would have affected ac power at the time of the event. It was unknown whether the mpu had a v-lock connector on the ac power cord. The ac power cord did not come loose at the wall outlet and did not come loose from the back of the unit. The mpu was exchanged which resolved the issue, however the mpu was not returned for evaluation. The root cause of the reported event was unable to be conclusively determined through this investigation. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. B and the heartmate 3 patient handbook, rev. B are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 IFU section 7, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot low voltage hazard and power cable disconnect alarms. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient did not have an environmental circumstances that would have affected ac power at the time of the event. It was unknown whether the mpu had a v-lock connector on the ac power cord. The ac power cord did not come loose at the wall outlet and did not come loose from the back of the unit.

Event description:
It was reported that when the patient connected to the mobile power unit (mpu) a low external power hazard and power cable disconnected alarms were noted on the system controller. The mpu was exchanged which resolved the issue.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.